Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 725mg/dl. The cause was unknown; however, customer's continuous glucose monitor (cgm) was not available as customer did not have cgm supplies. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 10 hours later with the issue resolved and no permanent damage.